Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental.

Event description:
On may 27, 2009, the lay user contacted lifescan alleging there were black marks on the display of the one touch ping meter. The medical surveillance specialist reviewed that customer care advocate (cca) documentation. There was no meter trauma. The user denied suffering any symptoms. Since the user alleged, there were black marks on the display of the meter, this complaint is being reported. Replacement products were sent to the user.